Manufacturer narrative:
Concomitant medical products: 694758, lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported via remote transmission that the sensing on the right ventricular (rv) lead is low and below the set range. Also, the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. Both leads remain in use. No patient complications have been reported as a result of this event.